Event description:
It was reported that (1) er420 was used during a colectomy procedure. It was reported by the affiliate that the device blocked so it was not possible for fire clips. Opened another er420 to complete the case. There was no consequence to pt.